Event description:
Reporter used an icy hot heat therapy patch on his lower back for relief of pain. After approx 7.5 - 8.0 hours of use, he removed the patch from his back. When the patch was removed, it tore several areas of skin and the skin remained on the adhesive on the back of the patch. The areas of removed skin are now quite uncomfortable due to being along the waist (belt) line. He has been using bandages on area. Reporter saw a doctor in 2007 and was prescribed silvadene cream for what he was told are 2nd degree burns.